Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked from the thread area to the case seal. There was evidence of moisture contamination was found inside the battery compartment. A leak test showed a leak at the battery compartment crack. The returned battery cap was undamaged but was unable to fully tighten to the pump. The battery cap height and width measurements were found to be within specifications. During investigation, the pump was unresponsive with the returned battery cap and a test cap. There was no audible tone, no vibration alert and a blank display. Further testing and download of pump data was not able to be performed due the unresponsive pump. The pump was opened and there was evidence of additional moisture contamination inside the pump on the power printed circuit board and other internal components. The complaint of the power was duplicated due to battery compartment damage and moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power; it was alleged that the battery compartment was cracked with visible moisture inside. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.